Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Rmt261214/9967795 (B)(4). Also were involved: pxc121000/10670287 (B)(4). Pxc121000/12477267 (B)(4). Plc161000/11620325 (B)(4). (B)(4). According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of event will be used as (B)(6) 2016 - the date of aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 58mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the initial procedure. It was reported that on (B)(6) 2017, a type ii endoleak was identified. From (B)(6) 2016 till (B)(6) 2017, the aneurysm size enlarged from 59mm to 63mm. On (B)(6) 2017, this patient underwent embolization procedure. No further adverse events have been reported.